Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pd transfer set disconnected from the patient¿s titanium adapter during an unknown process step of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the caregiver to call their pd registered nurse to report the event. As a result, the patient¿s transfer set was replaced. The nurse reported that the transfer set fell off the adapter and that there was nothing wrong with the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.